Manufacturer narrative:
The customer collects tt3 samples in plastic bd serum tubes with a gel separator. Specimens are centrifuged at 3,500 rpm. All three levels of tt3 qc were within the customer's established ranges prior to the event. A routine system check performed on (B)(4) 2010 passed. There were no error messages posted to the event log in connection to this event. A field service engineer (fse) was dispatched: the fse changed the sample probe and made all necessary alignment adjustments for the probe and reagent pipettors. The fse conducted a carryover and qc; both tests passed. False low tt3 result could delay in diagnosis. On recur, results to pivotal assays could be affected which could result in treatment being initiated or withheld. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously low tt3 result for one patient sample. Subsequent testing produced a result in the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.